Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep provided phone support for the customer. Specific repairs were not disclosed. Thereafter, the customer found the system to be operating as intended.